Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, while the patient was in school, he collapsed and suffered from a seizure at approximately 10:45 am. The patient¿s cgm was reportedly displaying 3.8 mmol/l during this time. After collapsing, the patient hit his head on the vice in the classroom workshop and sustained bruises on his underarm after grazing it against a metalwork file. The patient also hit his head as he fell to the floor. School personnel treated the patient according to the diabetic care plan and called for an ambulance. By the time paramedics arrived, the patient¿s dexcom cgm was displaying 9.4 mmol/l. However, a comparative fingerstick measurement taken by the paramedics revealed a blood glucose meter value of 5.4 mmol/l. Although a blood glucose measurement was not taken during the patient¿s seizure, the reporter believes that the patient¿s cgm had been reading inaccurately at the time based on the discrepancy observed by the paramedics. Paramedics transported the patient to the hospital where the wound on his underarm was treated and he underwent neurological testing including a computed tomography (CT) scan which detected no abnormality. The patient also underwent an electroencephalogram and a neurological review, the results of which he is awaiting as an outpatient. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.